Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set kinked cannula event on (B)(6) 2025. Event occurred after 3 or more hours of insertion. Infusion set was used for 23 hours. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event due to which patient's mom took him to dr's office and patient got treated with intravenous (IV) insulin. Patient had ketones and ketone levels were found to be life-threatening. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.